Manufacturer narrative:
The service engineer (se) inspected the device and during est (extended self-test) the visual alarm test failed. The se identified that the problem was a loose alarm driver board. The se adjusted the printed circuit board in the correct position on the breath delivery housing. Unit is in good working condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the 840 ventilator failed to generate a visual alarm. The ventilator was not in use on a patient at the time of the reported event.